Manufacturer narrative:
The unit passed functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery tests. No excessive no delivery alarms were noted during testing. The unit functioned properly. The unit was received with a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that he blood glucose has been high since tuesday. The patient's blood glucose was originally at 385 mg/dl. Her blood glucose has since increased to over 600 mg/dl and she was admitted into the hospital. The customer's insulin pump alarmed no delivery on friday; testing was performed and the unit was able to prime. On saturday her blood glucose was still in the 400 mg/dl range. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. There were no air bubbles in the tubing either. A prime was successfully performed with the current set as well. The device settings were programmed accurately. A high pressure test was declined. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. No products were returned or replaced